Manufacturer narrative:
H.10. Both replaced boards were returned to livanova deutschland for further investigation. During the intense evaluation the reported issue could not be confirmed. The boards worked according the specification. A read out log from the pump was analyzed and massages associated to an over occlusion of the pump were identified. Those events justify the claimed error message, but are not related to the replaced components. As the device components evaluation did not highlight any non conformity, and the source for the over occlusion messages could not be uniquely identified, root cause was not identified. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Manufacturer narrative:
Patient information was not provided. Livanova deutschland manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. However as the issue could be intermitted the technician decided to replace the motor control and motor end stage board. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Both boards were requested back to livanova deutschland further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 roller pump displayed an error message. There was no report of patient injury.